Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip were noted. (B)(4).

Event description:
The customer reported via phone call that she accidentally dropped the insulin pump in the pool. Fluid was under the lcd display. The insulin pump had a small crack on the screen. The customer dropped the insulin pump all the time. Customer's blood glucose level was around 269 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.